Event description:
It was reported the pt was experiencing pain and swelling at the ipg site. The pt's ipg is located at his waist band which gets irritated by clothing. The pt also stated he is unable to sleep on his ipg side due to the pain. The pt has used a heating pad and pain patches to help alleviate the pain. Follow-up info identified the pt's soreness/pain at his ipg site had improved and his stimulation is helping control the pain. Pt to follow-up with physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.